Event description:
It was reported that this left ventricular (lv) lead exhibited high out-of-range pacing impedance of greater than 2,500 ohms and loss of capture (loc). The lead was examined under fluoroscopy and it appeared the lead had dislodged from its original position. Additionally, the physician believed there was clavicular crush. The lv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.